Manufacturer narrative:
This device will be returned for analysis. Upon analysis completion this investigation will be updated.

Event description:
It was reported that this patient experienced syncope and this was admitted to the emergency ward. During interrogation of this device it was noted that the voltage was too low for projected remaining capacity. The device had reached end of life (eol). The device was thus explanted and replaced. The device will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the additional manufacturers narrative. The device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. Device memory could not be accessed due to low battery voltage; however, once the battery was removed and replaced with an external power source, the current drain was measured and confirmed to be normal. The battery underwent detailed testing. It was confirmed to be depleted but no battery performance issues were identified. Because the device operating normally in the laboratory setting, the root cause of the reported clinical observations was unable to be determined

Event description:
It was reported that this patient experienced syncope and this was admitted to the emergency ward. During interrogation of this device it was noted that the voltage was too low for projected remaining capacity. The device had reached end of life (eol). The device was thus explanted and replaced. The device was returned. No additional adverse patient effects were reported.

Event description:
It was reported that this patient experienced syncope and this was admitted to the emergency ward. During interrogation of this device it was noted that the voltage was too low for projected remaining capacity. The device had reached end of life (eol). The device was thus explanted and replaced. The device was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified no anomalies. The device case was then removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Testing of the battery found it was depleted; however, no cause for the depletion was found. It is likely the depletion was due to the memory inconsistency and not a performance issue with the battery itself. Because the device operating normally in the laboratory setting, the root cause was unable to be determined.